Event description:
A malfunction was reported on a pump, identified by the code "malf 15". There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through resetting the pump, as the malfunction code was resettable, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue reappeared, which they understood and acknowledged.